Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that an angiogram was performed, and the procedure was finished. They removed the sheath to insert the angio-seal. Upon removal of the sheath, it ripped. They were able to remove the entire device. The patient was not harmed, and the procedure was successful. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 25jun2025: an angio-seal was used in the case; however, there were no issues with it. The destination was the only problem. The patient was stable. The sheath was visually inspected to confirm that it was removed from the patient entirely. The procedural sheath size was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The vessel was not tortuous at the location of the break.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6 french ds sheath was returned for assessment. The sheath was subjected to visual analysis. It was separated from the hub, with the coil stretched out in the separated region until it connects with the other half of the sheath. The complaint can be confirmed for "sheath ripped/separated" based on the status of the returned device. The exact root cause could not be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces during withdrawal from the patient's femoral artery, causing it to separate. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).